Event description:
Patient contacted (B)(6) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time.

Manufacturer narrative:
Investigation of the data provided concluded a possible cause for the high troponin t result was insufficient centrifugation time. The customer uses a centrifugation time of 5 minutes and should use 10 minutes centrifugation time. No instrument issue was noted after service visit. Assay performance checks were acceptable. Control results are within specification and do not indicate a calibration issue. No further adverse events were reported.

Event description:
The user received a questionable high result for troponin t (tnt) on the cobas e411 rack analyzer. Two patient samples were involved in the event. One patient sample was discrepant which occurred on (B)(6) 2010. The initial result for tnt gave 0.540 ng/ml. This result was accompanied by a data flag and was reported outside the laboratory. The sample was repeated giving a tnt result of < 0.010 ng/ml. This result was accompanied by a data flag. A second sample collected from the patient later the same day gave a tnt result of < 0.010 ng/ml. This result was accompanied by a data flag. The user stated they have adapted a practice of checking current results with the previous results on record for patient samples and observed the tnt result generated from the second sample collected from this patient did not match the initial tnt result reported outside the laboratory. The user said the patient was admitted and taken to the cardiac catheterization laboratory where an unknown procedure was performed due to the questionable high tnt result reported outside the laboratory. User could not confirm the procedure that was performed on the patient. The troponin t reagent lot number was 15887701. The field service representative was unable to determine a cause and could not duplicate the problem. To verify instrument performance he ran performance tests which were within specifications.